Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000089-2007-00772. It was reported that post a coronary drug eluting stenting treatment procedure, in stent restenosis occurred. The 90% stenosed lesion being treated was located in the moderately tortuous proximal to distal right coronary artery (rca). The lesion was predilated with 2.0x15mm and 3.0x20mm non-boston scientific balloons. A 3.50x16mm taxus liberte drug eluting stent, a 4.00x24 mm taxus express2 drug eluting stent, and a 4.50x32mm taxus express2 drug eluting stent were placed. The stents were post dilated with a 5.0x15mm quantum maverick balloon. Plavix and asa were given. The stents were well apposed, confirmed by ivus. One year post the initial procedure, patient presented with stable angina. Patient is on long term plavix treatment. An angiogram identified in-stent restenosis from the mid rca with no blood flow to the distal rca. Despite a one and a half hour pci, the unknown guidewire could not go through the rca. Patient was given antiplatelet therapy. It is unknown how the in-stent restenosis was treated.